Event description:
On 1/30/2024, it was reported by a sales representative via email that an ar-9094-100 telescoping lag screw and ar-9094es-10-3630r es troch nail were implanted during an intermedullary nail trochanteric fracture procedure on (B)(6) 2023 with no issues reported in the procedure. An x-ray was taken on (B)(6) 2024 and shows the ar-9094-100 telescoping lag screw and ar-9094es-10-3630r es troch nail have shifted laterally with the bone fragment. The patient has not left the hospital or moved too much since the surgery. A second surgery is stated to be performed at an unknown date. Additional information requested

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 1/30/2024, it was reported by a sales representative via email that an ar-9094-100 telescoping lag screw and ar-9094es-10-3630r es troch nail were implanted during an intermedullary nail trochanteric fracture procedure on (B)(6) 2024 with no issues reported in the procedure. An x-ray was taken on (B)(6) 2024 and shows the ar-9094-100 telescoping lag screw and ar-9094es-10-3630r es troch nail have shifted laterally with the bone fragment. The patient has not left the hospital or moved too much since the surgery. A second surgery is stated to be performed at an unknown date. Additional information requested.

Manufacturer narrative:
Corrected information: b5 1/14/2023 corrected to 1/14/2024. Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.